Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Medical devices: item number: unknown, item name: unknown magnum head, lot number: unknown, item number: unknown, item name: unknown stem, lot number: unknown, item number: unknown, item name: unknown magnum taper adaptor, lot number: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02312.

Event description:
It was reported patient underwent hip revision approximately thirteen years post-implantation due to pain and suspected psuedotumor. Attempts have been made an no further information is available.

Event description:
It was reported patient underwent hip revision approximately thirteen years post-implantation due to pain and suspected pseudotumor. Revision operative report noted fluid present in the joint which was cultured. Attempts have been made and no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative reports. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.